Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 38 to 67 mg/dl at the time of the incident. The customer was 100 or 179 mg/dl before they woke up low. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. Troubleshooting was completed and the pump passed a displacement test, but did not resolve the issue. The customer went as high as 500 mg/dl after treating the low. The insulin pump, reservoir, and set will be returned for analysis.